Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The external drainage system (ID (B)(6)) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, the probable root cause for the reported complaint could be due to incorrect user technique. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported an external drainage system (ID 821731c) had been connected to the codman evd drain transducer connector. When the system was tightened, it unknowingly came undone and allowed cerebrospinal fluid (csf) to drip out at the open port (unknown volume). The transducer was retightened, which decreased patient alertness at this time. The plan was to either remove the external ventricular drain (evd) or replace the system due to the issue.